Event description:
It was reported that the instrument tested fine, then worked for about 5 minutes and then quit and failed to work any longer. No additional details were available. The case was completed with a second instrument. No pt consequence was reported.